Event description:
It was reported the pt visited her physician about a month ago with redness and swelling at the ipg site. The physician had a culture taken, which was negative for infection. The sjm rep became aware when the physician's office requested reprogramming for the pt on (B)(6) 2011. The system was interrogated, and was functioning properly. The physician was monitoring the issue to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.